Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was connected to an ht70 ventilator. The customer failed to press the start button and the patient subsequently died. The product has been removed from the facility by the investigators from the district attorney office. Although there was no allegation of a device malfunction or product deficiency, this report is being conservatively filed due to a patient death.